Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: (B)(4) 2019. A follow-up report will be submitted once the investigation has been completed.

Event description:
It was reported that the unit failed exhalation port testing. There was no patient involvement. Event date not specified; estimate used.

Manufacturer narrative:
Date rec¿d by MFR : 25feb2019. The manufacturer's field service engineer (fse) performed remote troubleshooting with the customer. The customer was using a fisher and paykel (f&p) heated wire circuit when the failure occurred. When using the manufacturer's circuit, the unit passed testing. The customer was advised to crimp the supply tube off when the test completes. The fse spoke with the clinician who reported that the customer recently switch to the f&p circuit which was causing the issue with the device not passing port testing. The clinician provided the customer with troubleshooting tips and the customer reported they are no longer having any issues. The device was returned to use. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.